Event description:
It was reported when the doctor was implanting thinflap screws into the patient's bone, one of the screws head broke while implanting. The tip of the screws remain in the patient's bone.

Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Doctor's name was not provided, but surgery performed at tokyo women's medical university hospital.